Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated surgery where it is unsure if the ipg was set to surgery mode. Surgical intervention may occur to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the ipg was explanted and replaced.